Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years 1 month post implant of this 16mm bioprosthetic valved conduit in the pulmonary position of a (B)(6) year-old pediatric patient, it was explanted and replaced with a 25mm valved conduit of the same model for unknown reasons. No additional adverse patient effects were reported.